Manufacturer narrative:
Correction/additional information from investigation: a corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional information h7 and h9.

Manufacturer narrative:
Additional information d9 section. Five used samples and one new unit were returned for evaluation on 1/7/2026. Two of the five used samples were observed to have torn seals. No visual damages or anomalies were observed on the new sample. The new sample was leak tested and passed. The reported complaint of no flow could be confirmed. Two of the returned used samples were observed to have a torn seal. The probable cause is from uneven adhesive application during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego® connector during patient use. It was reported that the vein was not receiving suction when the connector was half closed. The device intermittently allowed aspiration, but at times failed to do so. The patient had tego connectors in place, and the associated infusion lines were not functioning properly. However, when the tego connectors were removed, the infusion lines resumed normal function. The issue was identified during dialysis treatment when a defect in the connector cap was noticed. The product had not been reprocessed or re-sterilized prior to use. There was no harm reported. However, the malfunction led to a delay in therapy and an unknown adverse event.